Event description:
It was reported that the patient¿s personal therapy manager (ptm) displayed the error code 8286 empty reservoir occurred. The patient was to come in on (B)(6) 2012 for a refill. No additional information was provided. The drug in the pump was unknown.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# unknown, product type programmer, patient; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).